Event description:
During acl surgery the distal end of a biorci broke into pieces as the surgeon was fixating the soft tissue graft in the femoral tunnel. It was reported that all the pieces were removed. The surgeon used a metal screw to complete the procedure. No pt injury or complications were reported.